Event description:
It was reported that the ventilator failed pressure transducer and internal leakage tests during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service was requested, the user facility performs repair and service by themselves. According to provided information, the pressure transducer pc (printed circuit) board was replaced but not returned for investigation. Provided ventilator logs confirm the reported failed pre-use check. Since no parts were returned for investigation, the root cause of the failed pre-use check has not been determined.

Event description:
Manufacturer's ref #: (B)(4).